Event description:
Per the clinic, the patient developed hematoma and eventually the skin grew thin at the implant site, exposing the receiver/stimulator. The patient also developed an infection at the implant site and subsequently was treated with bactrim antibiotic. However, the issue did not resolve. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also experienced skin breakdown and granulation tissue at the implant site (specific date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2024, for an explant surgery. During the explant surgery, the implant site was irrigated copiously using antibiotics and skin tissue was excised for laboratory testing. The incision site was closed off using suture and antibiotics was applied on the wound.

Manufacturer narrative:
Correction: the correct date of explant is (B)(6) 2024, not (B)(6) 2024 as previously reported.